Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Troubleshooting performed. Atp board replaced. Fluoroscopic dose measurement performed. Twod and 3d shot performed; there was no issues to see. The imaging system passed the system checkout and was found to be fully functional. The replaced atp console board was returned to the manufacturer for analysis. Investigation was unable to confirm reported problem "sporadic 2d-shots not possible." Installed atp console in the imaging system. The system readied and both 2d and 3d imaging were successful. While under test no instances of 2d or 3d not occurring when initiated. No failure found.

Event description:
A medtronic representative reported that sporadic 2d-shots were not possible with the imaging system. After rebooting the imaging system functions fine. There was no patient present when this issue was identified.